Manufacturer narrative:
Initial reporter is synthes sales representative. 510k: this report is for an unknown spinal fixation/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, a metallic, foreign material (about 1mm in length) was found in the patient¿s body during posterior lumbar interbody fusion (plif) surgery. The surgeon searched for broken metallic implants, but there were none present in the patient¿s body. They were not sure if the metallic foreign material was from a synthes device. The surgeon confirmed there was no other metallic foreign material in the patient¿s body and finished the surgery. The foreign material was easily removed. There was no surgical delay. The patient was stable after the procedure and there was no adverse consequence. Concomitant devices reported: pedicle screw matrix cannulated (part #: 04.616.745s, lot #: 9965412, quantity: 1), pedicle screw matrix cannulated (part #: 04.616.745s, lot #: l882769, quantity: 1), pedicle screw matrix cannulated (part #: 04.616.745s, lot #: l882769, quantity: 1), pedicle screw matrix cannulated (part #: 04.616.745s, lot #: l890597, quantity: 1), screw head polyaxial for matrix (part #: 04.632.001s , lot #: l923521, quantity: 1), screw head polyaxial for matrix (part #: 04.632.001s , lot #: l960375, quantity: 1), screw head polyaxial for matrix (part #: 04.632.001s , lot #: l960375, quantity: 1), screw head polyaxial for matrix (part #: 04.632.001s , lot #: l960375, quantity: 1). This report is for one (1) unknown - constructs: matrix. This is report 1 of 1 for (B)(4).